Event description:
Boston scientific received information that this left ventricular lead displayed pacing impedances of greater than 2000 ohms and loss of capture. The patient underwent fluoroscopy where the lead was noted to have fractured near the clavicular region. Of note, the patient reported to partake in strenuous weight lifting and exercise. The patient underwent a lead revision procedure where the lead was cut and capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.